Event description:
A peritoneal dialysis nurse reported her pt was unable to complete treatment on cycler. The pt started treatment with a last fill volume of 2000 ml. In drain 0 the pt was unable to drain the entire 2000 ml of fluid. The pt then bypassed to fill 1. After the completion of fill 1, the cycler stopped and alarmed, in drain 1 due to the 150% overfill check not being satisfied. The pt was unable to bypass the alarm and discontinued use of cycler. Treatment was completed with manual exchanges. As a result of the overfill the pt was swollen. The nurse who reported the pt developed peritonitis due to manual exchanges.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician assessment of the reported info and plant's investigation.